Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant procedure the mobile programmer application lost connection with the mobile programmer base and patient connector even though the bluetooth connection was still active. The bluetooth lights on the base and patient connector were solid blue however they were unresponsive when the grey button was pressed. The base was power cycled and the connection was restored. It was not possible to restore the connection with the patient connector and the patient connector was unresponsive when it was attempted to power off and reconnect the connector. It was not possible to power off the patient connector. It was further reported that the patient connector remain unresponsive after the event and was unable to power off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 24970a lot# serial# (B)(6) implanted: explanted: product ID 24967 lot# serial# (B)(6) I mplanted: explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of communication loss could not be confirmed but was deemed plausible based on the latency observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.